Manufacturer narrative:
The information received has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event due the legal manufacturer of this product is medical plastic, which is responsible for assessing the event, conducting an appropriate investigation and reporting any adverse incident affecting this product to national competent authorities, if/when deemed necessary. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, during a trauma surgery, the "new style" tensioner did not work therefore an "old style" tensioner was used as a back up, however did not work either because was difficult to turn the handle. The procedure was completed bringing tensioners from another account across town. It is unknown if there was a delay. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly